Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made by tandem technical support to further troubleshoot; however no response was received.